Manufacturer narrative:
The valve was reportedly explanted due to regurgitation. The reported tear observed was confirmed. Leaflets 1 and 3 contained tears. The sutures along the stent post at which both of these leaflets were torn were ruptured. All three leaflets were fibrotically thickened. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the torn leaflet and regurgitation could not be conclusively determined. The damage to the sewing cuff and stent post sutures were consistent with explant artifact, which may have been evidence of interaction with patient anatomy. This would have the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2019, aortic regurgitation was observed. On (B)(6) 2019, a redo-avr was performed and a 23mm edwards inspiris resilia valve was implanted. Upon explant, a leaflet tear was observed at the stentpost between the right and left coronary cusp. The patient is reported to be stable.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2019, aortic regurgitation was observed. On (B)(6) 2019, a redo-avr was performed and a 23mm edwards inspiris resilia valve was implanted. Upon explant, a leaflet tear was observed at the stentpost between the right and left coronary cusp. The patient is reported to be stable.